Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted september 12, 2019.

Manufacturer narrative:
This report is submitted december 24, 2019.

Manufacturer narrative:
This report is submitted on july 23, 2019.

Event description:
Per the clinic, the patient was experiencing no hearing response with stimulation. The implant remains in-situ.